Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that buttons were less responsive, slower rewind. Customer stated insulin pump screen was white when it was out of sleep mode. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device rewinds properly. Device monitored for several hours and no blank display or white screen noted. The battery tube connector plugged in properly to electrical board during visual inspection. All buttons functioning properly. Device passed the keypad voltage test. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. However, device received with a high sleep current measurement, problem isolated to the electrical board. Device received with serial number label fading, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).